Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), multiple positions were attempted with high thresholds and no capture being exhibited. It was noted at the halfway point of the procedure and again at the end of the procedure that a frothy substance was noted on the cathode. The leadless ipg was not used and a replacement transvenous system is scheduled to be implanted. No patient complications have been reported as a result of this event.